Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump shut down without any warning or error message and was only beeping and vibrating and display was off. M22 (battery depleted) error message is missing. No adverse event occurred. Requested return of the alleged device and replacement was sent.